Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that server was not connecting. The technical support specialist (tss) verified the server and found e drive is full on the test server. The tss found most of the critical services were found disabled, which had halted data transmission and prevented scheduled backups from being created. Upon identifying the issue, the necessary services were restarted, and data flow resumed successfully. However, due to the earlier service downtime, backups were not generated during that period. The customer confirmed that the messages were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, server was not connecting and stating that there are two interface interruptions. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, server was not connecting and stating that there are two interface interruptions. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.